Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call reservoir leak. Customer's blood glucose level was 311 mg/dl. Customer advised they removed the reservoir, noticed insulin outside of the reservoir and when they pulled it out the reservoir was wet. Troubleshooting for the reservoir leak was performed. Customer advised that during the fill tubing process they received a motor error alarm. Customer attempted to rewind the device, removed the battery and received a battery out limit alarm. Customer advised that insulin dripped out when they turned the insulin pump over. Customer advised there was fluid under the lcd display in the battery compartment. Customer advised insulin dripped out of the keypad as well. Customer advised they threw away their reservoir. Customer was advised that a replacement reservoir would be sent out.